Event description:
An ophthalmic surgeon reported that a knife did not cut well and required additional effort to make the incision during surgery. There was no impact to the pt. Additional info has been requested.

Manufacturer narrative:
No sample or lot number info was received by manufacturing in which to evaluate. With no lot number info provided, a DHR review and complaint history review could not be conducted. Without a sample or lot number info to evaluate, the root cause for the customer complaint issue cannot be determined. All knives are 100% inspected by trained operator's using a minimum of 10x magnification during manufacturing. Any defects such as damaged tips and dull cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. (B)(4).